Event description:
Customer reported getting erratic readings from their freestyle meter. Several comparison tests were performed with freestyle meter and highest and lowest results were 440 mg/dl and 55 mg/dl. Precision testing was performed with the freestyle meter at the time of the initial call and the results 112 mg/dl and 82 mg/dl freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction.